Event description:
It was reported that one haptic of the li61aor intraocular lens was caught in the delivery device and broke off while the iol was being inserted. The incision was enlarged to remove the intraocular lens, and another lens was implanted. Please reference MDR # 11119279-2011-00267 for the intraocular lens.

Manufacturer narrative:
The delivery device has been returned to bausch and lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.